Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-oct-2019 with the following findings: during investigation, the black box and pump history show no evidence of delivery malfunction. A test battery cap is able to secure and maintain power connection. The pump passed all required testing for delivery accuracy . The available total daily dose (tdd) basal history for (B)(6)2018 indicates the pump was delivering the programmed basal rate 1. Complaint regarding ER treatment was reported on (B)(6)2017, according to the pump history the pump was sin used until (B)(6)/2018. Therefore all data for time of complaint has been overwritten. There was no evidence of moisture or debris in battery or cartridge compartment . Battery compartment is cracked from threads to case seal . The display is found to be dim/faded. The battery cap was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging ¿a ¿mess¿ within at the rim of the reservoir and possible down in the compartment.¿ the reporter further stated that the smell of insulin was in the cartridge compartment. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.